Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a spine fusion procedure on (B)(6) 2020, the expedium rod stabilizers were damaged/worn at the distal end tip and did not work appropriately during the surgery. This issue prevented adequate counter torque force in performing the final tightening. The surgery was completed successfully with no surgical delay this is report 2 of 3 for (B)(4).